Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 4 for failure analysis investigation. The unit was analyzed and upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a known good system where error 32056 was present during power up. The usm was then installed onto a patient side cart fixture test platform (pftp) where the friction test fail with error 32056 on axes controller, arm (aca). The root cause is attributed to a communication failure with the aca board, based on log review the issue was caused by the activation failure of the yaw axis joint sensor making the axis position unavailable for the system to be read. This issue can be resolved by replacing the unit.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, repeated errors 32056 occurred on universal surgical manipulator (usm) 4. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The customer attempted to recover the errors and power cycle the system multiple times, but the issue was not resolved. The tse confirmed error 32056 in the logs pointing to usm 4. The tse suggested the customer to disable usm 4. The surgeon agreed and continued the procedure with the remaining three usm arms. The procedure was completing as planned with no reported injury.